Event description:
Sales rep reported to customer sales support via email: a hole melted through the circuit and onto the patient¿s sheets. No patient harm.

Manufacturer narrative:
(B)(4). Results of investigation: one open sample (circuit) was returned for evaluation. Per visual inspection, the melted tubing was confirmed on the expiratory limb of the circuit. The sample was functionally (resistance) tested per procedure and no issues were found. Reading of the circuit was 26.3 ohms from the allowed specification 24.0-27.0 ohms. No issues were found during the review of internal production records for the lot indicated that could result in the reported condition. This includes review of the internal wire of the circuit used during the manufacture of the lot involved. During the manufacturing process review, it was observed that product is 100% tested by resistance function. No assembly errors were observed during current production. In addition, no issues were found with the materials or design; the materials used for this catalog are validated. Based on the investigation, the most probable cause for the issue reported could not be determined. An internal investigation was opened to further evaluate this issue. As a preventive action, carefusion recommends following the product label for recommended uses. (B)(4).